Event description:
The customer is unable to provide the patient's information. The disposable kit is not available for return and investigation.

Event description:
The customer reported that they received three "high pressure in centrifuge" alarms and a erythrocyte spillover. No volume was collected. This happened at the beginning of the collection. The patient's information is not available. The disposable kit is not available for return at this time. This report is being filed due to the customer's filing of an sae report.

Event description:
The customer declined to provide the patient information. Patient gender and weight were obtained from the data logs for this procedure.

Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Root cause: based on the rdf analysis, possible causes of the level sensor alarms and the spillover include, but are not limited to, the tubing not being fully occluded by the rbc valve during collection, a plasma line airblock, and/or incorrect donor data entry. Corrective/preventive action: during the procedure, the operator is instructed to verify the platelet and plasma lines are primed with fluid, the tubing is correctly loaded in the valves, the channel line pinch clamps are open and the pinch clamp on the platelet additive solution line is closed.

Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. Thr run data file (rdf) was analyzed for this event. At 13 minutes into the procedure, a non recoverable `level sensor erro ' - too many consecutive reservoir draw alarms and the procedure ended. Possible causes of the alarm are a partial obstruction to the access line, an air block in the plasma line or channel line pinch clamps that are open. The operator is instructed to verify that the platelet and plasma lines are primed with fluid, the tubing is correctly loaded in the valves, the channel line pinch clamps are open and the pinch clamp on the platelet additive solution line is closed. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided. Device was discarded.

Manufacturer narrative:
(B)(4). Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.